Manufacturer narrative:
(B)(4). As the device was not linked to the reported death until after the device had been serviced, a complete device analysis could not be performed to investigate the reported death. Therefore, the root cause of the reported problem was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice. It was not reported if the patient was hospitalized prior to death. The cause of death was reported as cardiac failure. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A service history review revealed no previous service events that were related to the reported condition. Review of the device logs did not verify the reported problem. There were no keystrokes, no device failure, malfunction, programming, use related or iipv events that would indicate and/or contribute to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.